Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient said their trial moved in (B)(6) 2016. The serial number of the external neurostimulator (ens) and lot number of the lead is unknown. The patient doesn't know why the wire moved. There were no steps taken to resolve the moved wire. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient¿s trial worked for 1 day and then they were told that their wires had moved. There were no patient symptoms reported.